Manufacturer narrative:
The device was received for evaluation. During functional testing, a blank screen was not reproduced but the device was not turning on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case flex not being installed into the input/output (I/o) board. The flex was reconnected to the I/o board to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a black screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.